Event description:
This ra lead was implanted on (B)(6) 2010 and remains implanted this time. A call was placed to technical services on 4/19/2017 stating that there is right atrial under sensing observed on presenting or stored intracardiac electrogram. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).